Manufacturer narrative:
(B)(4). Batch # m53l4k. The analysis found that one psee60a device was returned in good visual condition and with three ecr60b cartridge reloads present. Cartridge (b) ecr60b, m54045 was received fully fired and in good visual conditions. Cartridge (c) ecr60b, m53v5w, was received partially fired 1/4. Cartridge (d) ecr60b, m54045 was received partially fired 1/3. Upon further evaluation cartridges (c, d) were noted to have deck, one piece sled some drivers and alignment stop tabs damaged. It is possible that the tabs were damaged due to an improper loading technique. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: was the procedure a partial colectomy? Partial segmentectomy. Was the blue cartridge gst60b or ecr60b? Ecr60b. When the reload pushed out of the jaws, did it fall into the patient? No. If yes, were there any issues retrieving the cartridges? Was the metal cartridge pan separated from the plastic portion of the cartridges? No. When the reload pushed out of the jaws, did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No.

Event description:
It was reported that during a partial segmentectomy procedure, the surgeon used a blue reload and fired across cecum. When firing he stated that the reload pushed out of the jaws of the device. He then fired another reload and same happenings. He did state there was a clip that might have caused this to happen, but his biggest concern was that the reload was forced out of the jaws of the device. The surgeon used an ats45 with blue reload to complete case. There were no adverse consequences for the patient.